Event description:
On 04/26/2012, it was reported that an AED was connected to a pt simulator and that when the shock button was passed the device did not deliver therapy. There was no pt involvement.

Manufacturer narrative:
The device has not been requested to be returned to the MFR to assist with the investigation, however, to date, it has not been returned. Upon follow-up by the MFR, the end customer reported that they believe that they may have thrown the equipment away. No conclusions can be made.